Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive approximately 75% of the time, and the user stored the device in a pocket; the user was educated that pocket pressure on the button could contribute to the issue, and a protective case was provided to address potential inadvertent actuation or interference. Symptoms included no clinical effects. Outcomes included no impact on health. Investigation included customer interview and troubleshooting with education on device handling. Investigation of this case revealed a device usability and mechanical interface concern consistent with external pressure affecting the sleep/wake button function, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related external pressure leading to intermittent button unresponsiveness.